Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead recorded some stored episodes where the patient's underlying ventricular arrhythmia was being undersensed. Therapy was not delivered to this patient because ventricular pacing was occurring over the underlying rhythm. A technical services consultant discussed that there was an unknown reason that the accelerometer was being activated. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
A device check for this patient has been scheduled in the future. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated. Additional information was received that this device was explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.